Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the pt has poor speech recognition, but it was possible to perform the audiogram. Testing shows that 4 electrode channels are functional, channels 3 and 4 in status sc-a, channels 5 and 7 in status sc-b and channels 9 and 10 in status sc-c. Channel 11 shows in status hi. Channels 4, 7, 9, 10 and 11 are disabled.